Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported visible particles inside the syringe, particles between the plunger and barrel space. Event description: multiple sku w/ visible particles, defective plungers, excessive lubricant when did the incident occur? Before use. Please note that we have identified several quality defects in the syringes received under (B)(4). The issues observed include: visible particles inside the syringe. Particles between the plunger and barrel space. Multiple white particles found inside the packaging. Defective plungers. Excessive lubricant.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation (foreign matter): at this time, no samples have been received from lot 2502032. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2502032 and were found to be within specification. Six retained samples from the reported lot were also evaluated. Visual inspection revealed no foreign material inside the syringes or packaging and no damage to plunger heads or any other component. Silicone content testing again confirmed the product met required specifications. A device history review was performed for lot 2502032. No deviations or non-conformances related to any of the reported concerns were identified. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. We perform inspections and clearly defined cleaning procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Based on the available information, we cannot identify a root cause at this time. Complaints for this device and related conditions will continue to be monitored by our quality team for emerging trends.